Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the suture of the ultra fast-fix broke and pulled out t1. Instruments inside patient. Procedure finished with s&n backup device. Surgical delay of less than or equal to 30 minutes. No further complications to patient were reported due this event.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals a anchor and frayed suture. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was returned with a piece of suture attached that was cut from rest of suture. The device was received without the depth gauge tube and shows no visible signs of damage. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.